Event description:
It was reported that pump speaker volume and vibration were too quiet and that pump did not make sound for incomplete bolus alerts even though sound and vibration settings were turned on. There was no reported impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level.